Event description:
It was reported that a battery exhibited a power consumption issue and a power disconnect alarm while the patient was resting. It was reported that another battery exhibited critical battery alarms, showing charge capacities of 0% and 202%. Both batteries have been removed from use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, 459888 lead, 5076-52 lead, 6935m62 lead; implanted: (B)(6) 2020, brand name: heartware ventricular assist system ¿ battery, model #: 1650de / catalog #: 1650de / expiration date: 31-dec-2021 / serial #: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 08-mar-2022, device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Dev rtn to MFR? Yes, mfg date: 11-dec-2020, labeled for single use: no, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4), FDA device code(s): (B)(4), FDA results code(s): (B)(4), FDA conclusion code(s): (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: two batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. The batteries were able to adequately charge and provide power to a test controller. Log file analysis revealed that the controllers in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the controller log files associated with (B)(6) revealed a critical battery alarm logged on (B)(6) 2021 at 13:04:52 involving (B)(6). The data point prior to the critical battery alarm revealed that the battery was at 98% relative state of charge (rsoc). During the critical battery alarm, the battery dropped from 98% rsoc to 0% rsoc. Given that the capacity suddenly depleted may be indicative of an estimation error. Review of the alarm log file associated with (B)(6) did not reveal any power disconnect alarms. H owever, review of the data log file associated with (B)(6) revealed an instance involving (B)(6) where the relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. It is likely the observed communication error was related to the reported "power disconnect alarm" event. A communication error will trigger a power disconnect alarm if the other power source is a battery with an rsoc greater than 25%. In addition, log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported event was confirmed. The batteries had been lubricated prior to release. Applicable risk documentation and experience with events of similar circumstances were considered; the most likely root cause of the reported critical battery alarm event can be attributed an estimation error, which resulted in the battery's capacity dropping below 10% rsoc, triggering a critical battery alarm. Possible root causes of the communication error can be attributed to the controller not receiving responses from the battery, the packet error checking method detecting bit errors, and/or momentary disconnections on the communication pins of the controller. Additional products: d4: (B)(6) h6: img code(s): g02013 h6: FDA method code(s): b01, b15 h6: FDA results code(s): c10 h6: FDA conclusion code(s): d02 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.